Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No excessive no delivery alarms, no prime fill anomaly and no rewind anomaly noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump is not priming correctly. Customer's blood glucose at time of incident was unknown. Customer stated they are not consistently getting no delivery during prime and bolus over the last 3 weeks. Customer stated that while holding act to prime they can hear/see piston start and stop moving multiple times. The customer was advised due to prime anomaly we would replace pump.